Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold measurements and increased pacing impedance measurement trending upward. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.